Manufacturer narrative:
(B)(4). The reported patient effects of angina and restenosis are known observed and potential patient effects as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during the index procedure on (B)(6) 2009, a non-target lesion located in the proximal right coronary artery (rca) was identified. A 3.5 x 12 mm promus stent was successfully implanted. On (B)(6) 2013, the patient presented with chest pain radiating to the arms and back. On, (B)(6) 2013, coronary angiography revealed restenosis. On (B)(6) 2013, the patient was hospitalized and underwent coronary artery bypass grafting (CABG) of 5 vessels. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.